Event description:
It was reported that loss of capture, low i2i throughput, and low impedance was observed on the right atrial (ra) leadless pacemaker (lp). An x-ray was performed, and no anomalies were observed. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.